Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer was provided with instructions to reset the pump by technical support, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue recurs, which they acknowledged and understood.